Manufacturer narrative:
Investigation pending.

Event description:
Caller alleging receiving discrepant high inratio value. On (B)(6) 2014 - inratio >7.5 lab 3.8. Two hours between testing. Patient's therapeutic range 2.5 - 3.5.